Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient suddenly began experiencing new pain from previously normal stimulation programs without any programming changes and without any reported falls or trauma. The patient reported pain at the implantable neurostimulator site, including battery site and pocket pain, and described tightening and shocking sensations in the back and ribs during stimulation, with shocks described as coming from the internal device. The patient also reported pain with stimulation on almost all electrodes and a loss of previously adequate bilateral leg coverage, with minimal leg coverage at the time of reporting. Diagnostics were performed, including checks of impedances and connections, and no battery alerts were observed. An x-ray was performed and it was reported that the battery did not flip and there was no trauma to the site. The patient was reprogrammed and non-painful stimulation was achieved on only a few electrodes on each lead, and the patient was left on non-painful stimulation that provided some leg coverage with follow-up planned at the physician¿s request. The physician was reported to be exploring options and a plan to address the battery site pain and coverage issues. The manufacturer representative (rep) indicated they would send any further information as they become aware.